Manufacturer narrative:
The returned cable was evaluated. During inspection, a missing latch at the m15 connector, and torn bend relief at sensor end was found. During evaluation the sensor passed all functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: additional manufacturing narrative (if other): (lot #) was corrected from 16c4w to 13hbs. Mfg date: was corrected from 03/31/2016 to 08/06/2013. Brand name: was corrected from rainbow rc-4 to m-lncs dc-I. (PMA/510k #): was corrected from k080238 to k051212. (Model #) was corrected from 2406 to 2501. (Catalog #) was corrected from 2406 to 2501.